Event description:
It was reported that the patient received thirteen inappropriate shocks. A right ventricular (rv) lead dislodgement was confirmed by x-ray and a lead integrity alert (lia) was triggered. X-ray indicated that the rv lead was "hanging at the tricuspid" and was sensing the atrium. Oversensing of the p wave, high short interval counts (sic) and noise were also specified. Lead detections were programmed off. According to manufacturer records, the lead remains in use. Attempts for additional information were unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).